Manufacturer narrative:
The samples were collected in serum tubes with gel separator. The specimens were spun at 3,000 rpm for 10 minutes and noted to be normal in appearance. The samples were aliquoted from the primary tube and run in a sample cup. The specimens were stored frozen, and were thawed but not re-spun before repeat testing. System check reports from (B)(6) 2011, passed all portions. On (B)(6) 2011, customer experienced elevated qc values for level I using reagent pack s/n (B)(4). They loaded a new bhcg reagent pack, same lot, s/n (B)(4) and ran two levels of qc. Level I was back within established range. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse checked hardware, all pipettor alignments, and replaced pipettor tip and verified ultrasonics. The fse ran high sensitivity system check with passing results, and ran 20 replicates of bhcg qc with good precision. Although service was dispatched and the fse addressed several issues, no definitive root cause was determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive bhcg results generated by the access 2 instrument for three patients' samples. The samples were repeated and recovered negative results. Patient results are provided. The customer also reported that level I qc resulted >4sd high. The bhcg results were reported out of the lab. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.